Manufacturer narrative:
The specimen was collected via vacutainer, stored on rocker bed, and was less than 2 hours old before testing. Qc was performed before the event and results were within specifications. A field service engineer (fse) was dispatched: the fse replaced leaky rbc diluent dispenser and verified the instrument's performance. Hardware issue addressed by the fse may have contributed to this event.

Event description:
A customer contacted beckman coulter inc., (bci) and stated that the coulter lh 750 analyzer intermittently generated erroneous complete blood count (cbc) results; high red blood count (rbc), hematocrit (hct), and platelet (plt) and low mean cell hemoglobin calculation (mch) and mean cell hemoglobin concentration calculation (mchc). The specimen was re-tested on a different instrument and recovered the expected results. One patient sample results are provided to demonstrate this issue. The erroneous results were not reported out of the lab. There was no death or injury and no reports of effect to patient treatment.